Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a lca surgery the button broke. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is not confirmed. One unpackaged ar-1588rt-2j with serial/batch number (B)(6) was received for investigation. The visual evaluation revealed that the suture system loops were broken off the pieces of the suture attached to the button, are knotted, and frayed. However, the button's evaluation did not find broken pieces or damage. No functional testing was performed as the device's suture system was damaged. The most likely cause of the observed failure can be attributed to user error, as excessive force on the shortening suture strands. The complaint allegation was not confirmed. The device button was not broken.